Manufacturer narrative:
Medwatch submitted on: (B)(4) 2013. Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the (B)(4) study in the labeling for silicone implants.

Event description:
Patient reports non-hodgkins lymphoma on her annual questionnaire for the breast implant follow up study. Event not side specific. Several attempts were made to determine the type of lymphoma and any device relatedness by the diagnosing physician, but they were unable to provide any information other than the patient had non-hodgkins lymphoma. This event is reported against the left side. See MFR 2042-2013-00502 for the right.

Manufacturer narrative:
Review of device labeling: there were no cases reported of raynauds phenomenon in the allergan core study for silicone implants.

Event description:
Additional information- patient reported raynauds phenomenon.

Manufacturer narrative:
Medwatch submitted to the FDA on- 07/24/2015.

Event description:
See MFR report # 2024601-2013-00502 for the right side.